Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 6f sheath in the right common femoral artery). The deployment had several points of concern. Significant scar tissue, requiring predilation of the tissue tract, was also reported. Resistance was reported during delivery of the procoagulant, and only 4cc of procoagulant was delivered. The onset of symptoms immediately followed the deployment. An angiogram confirmed the arterial occlusion(s), which was treated with gp 2b3a platelet inhibitors, and an angiojet. There were no further complications or residual problems, and the pt was discharged to home the next day.